Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""saw tooth fracture in total knee arthroplasty"" written by w.m. Tang, frce, ky chiu, frcsed, and t.p. Ng, frcse published by orthopedics march 2004 volume 27 and number 3 was reviewed. The article's purpose is to report on 2 case reports in which a depuy stablecut saw-blade experienced a malfunction. Each case is captured individually in linked complaints." This complaint captures case 2 of a (B)(6) woman who underwent right knee tka with lcs system (depuy). The stablecut saw blade was utilized and a loud metal-hitting-metal sound was heard along with strong vibration returned from the saw. The outermost sawtooth of the blade shattered. The broken sawtooth was jammed at the bone slot created by the saw-blade. No further information provided in this case but is reasonable to conclude surgeons had to provide interventions to address the malfunction.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.